Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 300029mm valve implanted in the aortic position was explanted after eight (8) years and four (4) months due to leaflet tear from commissure point leading to severe regurgitation. The patient presented with dyspnea and heart failure before the explant procedure. A 25mm surgical valve was successfully implanted in replacement. The patient was stable and was discharged.

Manufacturer narrative:
Added information to section d4 (expiration date), h3 and h4 (device manufacturer date) updated section d9, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusion). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The device was not available for return despite repeated attempts, therefore no evaluation of the device could be performed by edwards. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. Structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.